Manufacturer narrative:
Dealer: name: (B)(6). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve, step dilator, 0.025¿ guide wire, extender and pressure tubing were also returned. Visual examination confirmed that both tip and rear markers were in place per specification. The returned device was inspected and found to have tantalum markers in place per specification. We are unable to determine the cause of the reported complaint since we cannot mimic the clinical setting or patient anatomy. An evaluation of the product was unable to duplicate the reported problem. The product was within specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion that the tip of the iab could not be recognized via dsa(digital subtraction angiography). The iab was replaced. The tip was then seen via dsa. The indication for use was acute coronary syndrome. There was no reported injury to the patient.

Manufacturer narrative:
Correction: (B)(4). Device evaluation changed from: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve, step dilator, 0.025¿ guide wire, extender and pressure tubing were also returned. Visual examination confirmed that both tip and rear markers were in place per specification. The returned device was inspected and found to have tantalum markers in place per specification. We are unable to determine the cause of the reported complaint since we cannot mimic the clinical setting or patient anatomy. An evaluation of the product was unable to duplicate the reported problem. The product was within specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. To: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve, step dilator, 0.025¿ guide wire, extender and pressure tubing were also returned. Visual examination confirmed that both tip and rear markers were in place per specification. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. The returned device was inspected and found to have tantalum markers in place per specification. We are unable to determine the cause of the reported complaint since we cannot mimic the clinical setting or patient anatomy. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion that the tip of the iab could not be recognized via dsa(digital subtraction angiography). The iab was replaced. The tip was then seen via dsa. The indication for use was acute coronary syndrome. There was no reported injury to the patient.